Event description:
Unit was explanted due to a report of rate decrease. No further injury or complications associated with the event.

Manufacturer narrative:
H6-100 high current drain due to a leaking capacitor.